Manufacturer narrative:
Date rec'd by MFR: 18oct2019. Date of report: 21oct2019. Technical support advised the customer to replace the flow sensor assembly to address the reported problem. The customer reported that replacing the flow sensor assembly resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. The defective flow sensor was discarded so it is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported o2 flow accuracy test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 flow accuracy test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.